Event description:
On (B)(6) 2011, the patient/lay-user 's son contacted lifescan (lfs) alleging that his mother was experiencing an inaccurate high issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient's son on (B)(6) 2011 and obtained the following information. The patient's son reported that the alleged issue with the subject meter has been happening "for about a week" prior to contacting lfs. The patient has been obtaining glucose results in the "230 mg/dl" range, which the patient felt were inaccurate high compared to her feelings/normal values. The patient's son could not recall whether or not she felt any symptoms or treated based on those results. On (B)(6) 2011, at an unspecified time the patient obtained a glucose result of "230 mg/dl" on the subject meter. The patient's son stated that his mother tests her glucose 2x/day and manages her diabetes with novolin insulin (self adjuster) based on the meter¿s glucose results. Due to the alleged inaccurate high result, on (B)(6) 2011 at 8 pm, the patient corrected for the inaccurate high result by dosing with 7u of novolin and taking one pill of metformin (500 mg/dl). The patient's son claimed that she woke up the next day feeling "very tired, weak and sweaty." He could not recall the exact time or if she tested her glucose at that time. In response to her symptoms, the patient"s son reported that she "immediately" self treated with food and drink. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient¿s son claims his mother obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.